Event description:
It was reported by the contact that the customer received an auto-off alarm during the night. The customer's blood glucose level was 300 mg/dl. The contact cleared the alarm and insulin delivery was resumed. The contact stated that the customer last interacted with the pump the night before at dinner.

Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)". The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.